Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 300 mg/dl (16.7 mmol/l) while wearing the pod between 49 and 71 hours. The patient¿s legal guardian (lg) reported the pod continuously beeped and would not deactivate. The pod appeared to have no insulin remaining, but the system did not indicate it was empty. Communication between the controller and the pod failed during deactivation, showing a prompt to replace the pod. The lg applied and activated a new pod. The patient had experienced sustained high bg readings for much of the afternoon, which the user initially attributed to illness or snacks, but the issue was identified as related to the pod. There was no medical assistance required. The device evaluation found a tear in the cannula.

Manufacturer narrative:
The device was received for evaluation. The pod data shows a 0x9b alarm had been generated, indicating that it has been more than 5 minutes after continuous glucose monitor (cgm) deactivation without receiving a pod deactivation command. No damage or deficiencies were observed that would contribute to the generation of the reported alarm. The cause of the reported 0x9b hazard alarm could not be determined. The exposed portion of the soft cannula was found to have a tear and cause a leakage as fluid was observed exiting the tear. The tear measured 17.1 mm from the nail head. No internal corrosion was observed. It could not be determined when the tear occurred. The tear did not contribute to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.